Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 41 mg/dl after giving themselves insulin. The patient was sweating, clammy, and shaking. The patient treated with food and glucose tablets. The customer was also using recalled infusion sets, which the customer believes led to another low blood glucose value of 44 mg/dl. The insulin pump was not returned for analysis.